Event description:
It was reported that the pt experienced shocking sensations soon after the ipg was implanted. These sensations have increased since and happened daily. The pt experienced three shocking sensations, which caused discomfort, when the company rep interrogated his ipg in 2008. The pt didn't want to turn his stimulator off. He was satisfied with the therapy's effect since it helped him. The pt was going to see if a lower voltage would affect the shocking sensations before making a decision on having the system replaced. Further info is being requested from the health professional.